Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the battery erupted. The complainant indicated that there was no pt involvement in the reported malfunction. In addition, there was no indication from the complainant of any adverse effect to the user as a result of the reported malfunction.